Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from an (B)(6) manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (baclofen molteni) (1000 mcg/ml) at an unknown dose via an implantable pump for an unknown indication for use. The patient&#62688;medical history was not included. The patient&#62688;concomitant medications were not included. On (B)(6) 2016, during the implant procedure, the healthcare professional (hcp) emptied the pump of the liquid (they drew out 18 ml of drug) and then tried to refill the reservoir up to 20 ml but they could not refill it completely. The hcp encountered resistance with 3 ml left (17 ml filled). They suspected the over pressurizing mechanism (opm) had activated, so they emptied the reservoir again (almost 18 ml). They tried to draw with an empty syringe and obtained just air bubbles, so "the reservoir was totally emptied". They tried to refill again slowly and could only fill 17 ml so they decided to fill this value into the reservoir volume field. The reported issue was resolved at the time of the report. There were no patient symptoms reported.